Event description:
It was reported to bsc/target that," the physician experienced his second unexpected detachment in a week. Both cases unruptured aneurysms, on "lmca", the other a "lica". Both first coils. Both had to be repositioned. The 2-d was only repositioned once, a 14 mm coil in a 17mm aneurysm so not a lot of force there. The 2nd, 3-d coil, was repositioned 3 times, then self detached. Both had to be moved by the next coil. The first case was without event otherwise. The second case had 2 small infarcts in non eloquent areas and the company expects full recovery. Note: this info was received on 3/2002, therefore this complaint was made an MDR the same day.